Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See medwatch 2210968-2012-03257 and medwatch 2210968-2012-03258. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted. See medwatch 2210968-2012-03257 and medwatch 2210968-2012-03258. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/17/2016. It was reported that following insertion the patient experienced dysuria, incontinence and frequency. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.